Manufacturer narrative:
Citation: christoph liebetrau, md. Identification of periprocedural myocardial infarction using a high-sensitivity troponin I assay in patients who underwent transcatheter aortic valve implantation. American journal of cardiology; (2017); 120(7):1180-1186. Doi: 1 0.1016/j.amjcard.2017.06.069 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. (B)(4).

Event description:
Medtronic received information via literature review regarding the identification of periprocedural myocardial infarction using a high-sensitivity troponin I assay in patients after the implant of a transcatheter aortic valve. All data were collected between 2011 and 2013. The study population included 515 patients, 275 of which were implant with either a corevalve or a balloon expandable non medtronic transcatheter bioprosthetic valve implant via transfemoral access. The entire study was predominantly female; mean age 82 years. Serial numbers were not provided. Among all patients, implanted via transfemoral access, events included: myocardial infarction (mi), cerebral vascular accident (cva), blood loss, vascular complications, electrocardiogram (ECG) changes (atrial fibrillation, left bundle branch block, right bundle branch block, complete heart block ), permanent pacemaker implant and greater than mild aortic regurgitation. Based on the available information, these events may have been attributed to medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product no additional adverse patient effects or product performance issues were reported.